Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use includes the following information to ensure correct and effective use of the device: "the endoscope should remain straight as possible when inserting or withdrawing forceps." "Forceps cups must remain closed during introduction into, advancement through, and removal from endoscope. If cups are open, damage to forceps and/or endoscope may occur." "Gentle pressure must be used when operating handle of forceps. Excessive pressure will result in rigidity of the forceps, which may damage forceps and/or endoscope." "Beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." "With cups closed, insert forceps into accessory channel. Note: keep end of forceps extending from accessory channel straight at all times. Allowing forceps to hang from accessory channel may cause damage to forceps." Failure to follow the instructions for use could lead to damage to the forceps device. This damage could lead to the customer's report of the device collapsing and a piece of the device detaching within the patient. Prior to distribution, all captura serrated forceps are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a upper endoscopy procedure, the physician used a cook captura serrated large forcep - no spike. The forceps were introduced down through the channel of the olympus 180 endoscope. One biopsy was obtained. The user opened the forceps again and the device collapsed. The piece of forceps that came off in the patient when it collapsed was retrieved with no harm to the patient. Another forceps was used from a different box and procedure completed with no further complications.